Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "inserter had sticky slider" during implantation in left eye. Surgery was completed with a backup device. No eye injury reported.

Manufacturer narrative:
Additional, corrected, and/or changed data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "inserter had sticky slider" during implantation in left eye. Surgery was completed with a backup device. No eye injury reported.

Event description:
Healthcare professional reported a xen®45 gts "inserter had sticky slider" during implantation in left eye. Surgery was completed with a backup device. No eye injury reported.

Manufacturer narrative:
Additional, corrected, and/or changed data: h.11 device analysis. Device analysis: one xen 45 glaucoma treatment system (gts) injector was received. A visual evaluation of the xen injector was performed. No damage was observed. Slider resistance is not verified since during the functionality test, smooth operation of the slider knob was observed, the slider knob was able to travel the entire distance, the needle moved in tandem with the slider knob in each of the three bevel selector positions, and smooth actuation was observed in each angle. Audible clicks were observed in each bevel position during the functionality test.